Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered on with a blank display screen. The pump was opened for investigation and revealed a failed display flex (wire). The blank display was removed and replaced with a test display, which illuminated properly. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.